Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a loose connection which resulted in a disconnection between the supply ¿lines¿ of the homechoice cassette and the supply bag, which caused a leak. This occurred during the fill phase of peritoneal dialysis therapy and as a result the patient reconnected the solution. Renal therapy services (rts) assisted the patient in ending therapy. There was no damage reported to the supply line or the supply bag. The patient would continue the therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.